Manufacturer narrative:
The customer noted a tear in the tubing of the rinsing mechanism but was unable to determine which tube. The last calibration for bun was on (B)(6) 2021. It met acceptance criteria. The last calibration for ca was on (B)(6) 2021. It met acceptance criteria. The last calibration for crp4 was on (B)(6) 2021. It met acceptance criteria. The qc for bun on (B)(6) 2021 did not meet acceptance criteria before the erroneous results. The investigation noted a conspicuous event from the alarm trace: pre-clean (pc/cc) alarms. The field service engineer (fse) found the rinse mechanism tubing was leaking. The fse replaced the affected rinse tubing and checked the rinse mechanism operation. The fse performed operational and mechanical checks and they met acceptance criteria. No further issues have been reported.

Event description:
There was a complaint of questionable ca2 (ca), urea/bun (bun), and tina-quant c-reactive protein IV (crp4) results for 3 patients tested with a cobas 6000 c501 module. The questionable results were reported outside the laboratory. Patient 1¿s initial ca result was 6.4 mg/dl; the repeat was 8.5 mg/dl. Patient 4¿s initial bun result was 27 mg/dl; the repeat was 71.4 mg/dl. Patient 9¿s initial crp4 result was 29 mg/dl; the repeat was 40.36 mg/dl. The customer believes the repeated results to be correct. The ca2 used was lot 56269001 and had an expiration date of 30-sep-2022. The urea/bun used was lot 55685101 and had an expiration date of 31-mar-2022. The tina-quant c-reactive protein IV used was lot 54189401 and had an expiration date of 30-apr-2022.